Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-medical device ¿ problem code (1) - corrected to "1211", h6-type of investigation - discarded, h3- if other provide code -explain-discarded. The lot # 3000306192 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cut and seal feature was not working. There were no energy to activate jaws. They swapped out the cords and the device was still not cutting and sealing. They had to open up another kit to complete the case. No procedural delay. No harm to patient.